Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there is more "motor stall" errors that biomedical engineering has noted. There was no patient involvement.

Event description:
It was reported there is more "motor stall" errors that biomedical engineering has noted. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of motor stall was confirmed during a log review and replicated during testing of the suspect pump module. External inspections found a bump in the right iui connector, and liquid residue. Both inspections confirmed that the component op 1 (optical sensor) was damage. A review was conducted for pump modules sn (B)(6) and sn (B)(6), focusing on error logs. The findings are summarized as follows: the error code= 242.4030.0 (motor_stall_failure) was identified on pump module sn (B)(6) five (5) times from (B)(6) 2025, at 1:34:22 pm and recorded last time on (B)(6) 2025, at 10:47:11 am. And on pump module sn (B)(6) four (4) times from 24apr2025 at 1:33:59 pm and recorded last time at 10:44:39 am. The pump module event logs showed normal operational activity with no other failures. The air-in-line (ail) sensors were individually replaced with known good assemblies sourced from the dchu laboratory. Following the replacement, a primary infusion was programmed at a rate of 100 ml/h with a vtbi of 100 ml, and the system was allowed to infuse for one hour. The initial error 242.4030 was not displayed again and the device functioning as intended. No alarms or error codes was displayed during the test. Bd alaris system user manual (v12.1) states: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaristm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. This issue was escalated for further investigation via dir (B)(4). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspects pump module sn (B)(6). Replace the ail sensor assembly, the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the latch assembly manufacturing procedure (dir (B)(4) does not provide adequate instructions for preventing damage to the op1 sensor during the lvp ail installation. Inadequate manufacturing procedure (mp) leads the ail op1 infrared/encoder led hitting lvp camshaft encoder flags or motor assembly. As a result, the ail op1 infrared/encoder led would be impacted including solder joint integrity, microcracks or bending. As the lvp devices with these minor defects are used in the field, they will cause system error 242.4030 when the solder joint become open and the op1 infrared/encoder led become flat 180° or fall off (missing). Note that this report lists imdrf annex a0721, a040502, a1801, g02005, g0405203, g04088, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.